Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor), pacing impedances >2000 ohms and loss of capture. Surgical intervention was performed and the pace/sense portion of this lead was surgically abandoned, while the high voltage portion remains active. A new pace/sense lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.